Manufacturer narrative:
Corrections in b4: date of the report. Additional information in h4: manufacture date, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The spinalpak controller was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
The patient stated that he had server pain while using unit. Pain started first 3 days, he spoke with his doctor and was told to stop wearing unit. Patient received unit (B)(6) 2025 patient would like to return unit. Patient also mentioned, he received bill and he as told he would not be bill for unit. Email pag to contact patient. Email carol w to see if unit needs to be returned. No new product was shipped to the patient. No further consequences are reported. The spinalpak controller was not returned for further evaluation.

Manufacturer narrative:
The device was not returned to highridge medical for evaluation; therefore, no product evaluation has been conducted. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be files accordingly. Highridge medical will continue to monitor trends.

Event description:
The patient stated that he had server pain while using unit. Pain started first 3 days, he spoke with his doctor and was told to stop wearing unit. Patient received unit (B)(6) 2025. Patient would like to return unit. Patient also mentioned, he received bill and he was told he would not be bill for unit. Email (B)(6) to contact patient. Email (B)(6) to see if unit needs to be returned. No new product was shipped to the patient.